Event description:
It was reported that upon interrogation, the implantable cardiac monitor displayed an error message. Upon explanting the device, it exhibited backup operation. No patient symptoms or additional information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.